Event description:
Customer's mother reports that customer experienced a delivery anomaly. It was reported that unprogrammed boluses were being delivered to customer. Customer's blood glucose was 220 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Multiple boluses were programmed and delivered. Boluses were properly recorded in the bolus history and daily totals. No unexpected delivery anomaly was noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.